Event description:
It was reported that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during bolusing due to the motor encoder signal being out of phase.